Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint of not deploying as the anchor is lodged within the inserter. The anchor was removed from the inserter shaft which showed the anchor and inserter hex are deformed. The condition of the device indicates that a torsional overload took place causing a misalignment of the hex surfaces of the anchor and inserter not allowing deployment. Clinical details were provided that the device was being used in a hip repair with hard bone. The site was reported to be prepared with a tap. Per the device IFU this anchor is not indicated for use in the hip. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a hip arthroplasty procedure, the anchor did not release from the insertion shaft when the anchor was put in the bone hole. The anchor was successfully removed and an additional bone hole was drilled. A backup device was utilized to complete the procedure. No patient injury or complications were reported.